Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.

Event description:
It was reported that the patient with minor discomfort presented in emergency room for a full system explant due to pocket erosion. Upon examination, it was noted that the pocket appeared with slight redness and mild swelling, and drainage was noted with the implantable cardioverter defibrillator (ICD) exposed. Antibiotic therapy was administered initially, as an infection was suspected. The full system including the ICD was explanted and replaced with a temporary pacer. A new replacement system was implanted later on (B)(6) 2025. Patient condition was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.